Manufacturer narrative:
(B)(4).

Event description:
Dietitian/certified diabetes educator contacted dexcom on behalf of patient on 07/22/2016 to report that on (B)(6) 2016, the patient experienced interference and difficulty getting information on her smart device. No additional patient or event information is available.